Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire separation as the shaping ribbon was separated, 2.1 cm distal to the center solder. The separated portion, including the tip ball was not returned. Analysis also noted stretched and separated tip coils, 1.3 cm distal to the center solder which is likely the result of the guide wire tip separation. Scanning electron microscope (sem) analysis of the guide wire suggests that the shaping ribbon and tip coil failures may be attributed to tensile overload. For the guide wire to fail in this manner the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. It was reported that the guide wire was jailed between a stent and the vessel wall during stent placement which is likely the result of the resistance during removal of the guide wire and guide wire tip separation. Per instruction for use (IFU) warnings section: use extreme caution when moving a guide wire through a non-endothelialized stent or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Reportedly, the result of the stenting had been great therefore, no further intervention was necessary to retrieve the guide wire separated portion in the anatomy. Overall, the reported resistance removing the guide wire from the anatomy and guide wire tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for guide wire separation and difficult to remove for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the balance middleweight guide wire was jailed between a stent and the vessel wall during stent placement. Resistance was felt during the attempt to remove the guide wire and it subsequently separated. The separated portion of the guide wire remains in the patient. No intervention was performed as the separated portion was jailed behind the implanted stent. The result of the stenting was reported to have been great, therefore no further intervention was necessary. No further patient effects were reported. No additional information was provided.